Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000125, serial/lot #: unk. A representative went to the site to preform a system check out. It was reported that there were parts replaced and the system preformed as intended. (B01,c02,d02) no other hardware parts were have been returned at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside of a procedure. It was reported that the motion battery charge bar drops to critical error level while transporting from one theatre to another. There was no patient present.